Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a software error detected alarm on the insulin pump. The customer¿s blood glucose was unknown. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the self test and the displacement test. The formatted history file confirmed pump error (B)(4) alarm due to a possible hardware error. Unable to determine the root cause per r and d. The pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window.